Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was displaying a battery indicator. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-product evaluation: the accessories were returned on (B)(4) 2013 and analysis was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.